Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: additional returned set investigation: initial observations noted blood throughout the set including in the product bags and the vent bag. Some blood was observed in the return line manifold, and in the return saline line. This suggests that the return saline roller clamp was left open after saline prime divert was completed. The clamp must have been closed right after blood had entered the return saline line because it did not advance beyond the return saline roller clamp. The return line contained only saline confirming that rinseback was not performed. The segment of the inlet line past 3 to 1 manifold only contained clear saline. The color in the line appeared pink and gradually gets darker as it approaches the cassette. This suggests that the inlet clamp was closed and the inlet saline roller clamp was open some point after patient connect. This clamping error allowed saline to enter the inlet line, diluting the circuit with the extra saline. The blood throughout most of the set appeared to be a light red, indicating it had been diluted with saline. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer, they were using a 1000 ml saline bag for the procedure. They declined to provide any additional procedure or patient information. As such, the final fluid balance of the patient could not be determined. A disposable complaint history search for lot 1909263331 found no other reports of this failure type. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: based on the information provided, as well as findings from the evaluation of the disposable set, the specific root cause for the reported failure could not be determined. It is possible the saline roller clamps had not been sufficiently closed or there was an unidentified disposable manufacturing error.

Manufacturer narrative:
Investigation : a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information and outcome is not available from the customer.

Manufacturer narrative:
Investigation: one used optia set was received by terumo bct for investigation. Initial observations noted blood throughout the set including in the product bags and the vent bag. Some red cells were observed in the return line manifold. It was noted that the ac and saline bags were rf sealed and removed prior to return. The saline filter was not returned. Visual inspection noted the roller clamps were on the correct lines and in the closed positions. The rollers were closed tightly against the tubing. The saline lines were flow tested and were fully occluded by the roller clamps. When the clamps were opened, no occlusions were observed, fluid flowed freely. Investigation is in process. A follow-up report will be provided.

Event description:
The customer report that during a procedure on a spectra optia device, even if the booth roller clamps were closed, the saline flowed into the circuit preventing the normal execution of the procedure. The disposable set was unloaded, and a new set was loaded and the procedure was completed without any other problems. Per the customer, no death, serious injury or medical intervention occurred for this event. Patient information and outcome are not available at this time.